Event description:
The user facility reported the users had inadvertently deployed three clips while trying to control bleeding at an unspecified site during a diagnostic colonoscopy. One of the clips was reported to have deployed inside the patient, and was not retrieved. The procedure was completed with a similar clip offered by another company's clip. There was no patient injury reported.

Manufacturer narrative:
It is highly unlikely that these clips would have been returned to olympus. Two new, unopened devices from the same box were returned for evaluation. The two devices were visually inspected and functionally tested, and no irregularities were found. The clips were observed to extend from the tube sheath correctly, to set normally prior to deployment, and to activate as expected. The deployed clips which did not attach to the bleeding site should be excreted naturally by the patient. The cause of the user's experience could not conclusively be determined, but user mishandling cannot be ruled out as a contributing factor. This report is being submitted as a medical device report in an abundance of caution.